Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) went from one year of longevity remaining to battery capacity depletion in a span of two months. Boston scientific technical services (ts) suggested that this needs an urgent generator change. Additional information was received indicating that the premature battery depletion (pbd) allegation was confirmed, and this device was explanted, and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) went from one year of longevity remaining to battery capacity depletion in a span of two months. Boston scientific technical services (ts) suggested that this needs an urgent generator change. To date, this device remains in service. No adverse patient effects were reported. Additional information was received indicating that the premature battery depletion (pbd) allegation was confirmed. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) went from one year of longevity remaining to battery capacity depletion in a span of two months. Boston scientific technical services (ts) suggested that this needs an urgent generator change. To date, this device remains in service. No adverse patient effects were reported.